Event description:
The customer reported being in the emergency room due to high blood glucose and issue with his hand. The customer stated that the police stopped him and had him to remove the insulin pump. The customer stated that this issue happened while being in police custody. The customer stated he was taken to the precinct and had to be taken to the hospital three times. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.